Event description:
User reported an error with vavd, which resulted in additional clinical intervention required for the case. There was no patient harm as a result of the device malfunction.

Manufacturer narrative:
Investigation confirmed user reported error due to a faulty vavd component. Service replaced the vavd and ensured device met specifications.